Manufacturer narrative:
The complaint device was not received for investigation. The image(s) was reviewed, and the complaint condition could not be confirmed as no issues were identified with the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 319.010, lot: 7948178, manufacturing site: hägendorf, release to warehouse date: 21.jun.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the depth gauge did not slide well. There was too much friction in the mechanism. No further information provided. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).